Manufacturer narrative:
One screw was returned for investigation. Visual evaluation of the as returned product identified the screw completely fractured across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted. The customer had unknown bone density. The reported devices were located on tooth site #37. The implant remains implanted and the screw was used for approx. 10 years before it fractured. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR reviews and complaint history reviews could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported device dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported events. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fractured) or product (iunihg). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured screw.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
(B)(4). Patient's age was not provided. Patient's weight is unknown. Event date was not provided. Lot number was not provided. Expiration date and UDI for the product are unknown. Manufacturing date is unknown.

Event description:
It was reported that 10 years after placement, the patient had a broken abutment screw that needed to be removed. Patient was referred to oral surgeon for abutment screw removal. Tooth #18.